Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and time clock anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had button error alarm and clearing the alarm with escape and act but could not clear the alarm. The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces at act button. No button error alarm during testing. Device passed displacement test and self test. No time/clock anomaly noted.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces at act button. No button error alarm during testing. Device passed displacement test and self test. No time or clock anomaly noted.